Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with debris on the lens. Visual inspection found the haptic deformed with foreign debris on the lens. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d7 should have been included in the intial MDR. Claim# (B)(4).

Manufacturer narrative:
Device code 1494: off-label use: acd< 3.00mm should be added in the initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -8.00/6.00/102 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchanged resolved the problem. Cause of event was unknown.